Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. During testing an evaluation, it was discovered that the vd xdcr pt-7 was out of specification on the board. Carefusion replaced the analog board to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit was having transducer faults. It is unknowns at this time whether there was any patient involvement associated with this complaint.